Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30 mm amplatzer septal occluder was selected for an implant using a 12f amplatzer trevisio delivery system. The balloon measurement was 29mm. During the preparation stage (outside the body), the device did not form a cobra head, but inside the body, the left atrial disc formed a cobra head. The device was removed from the patient prior to released from the delivery cable. No contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath therefore, the device was changed to a new 30 mm amplatzer septal occluder and deployed. It was successfully placed without any issues. There was no adverse patient effect. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer septal occluder was selected for an implant using a 12f amplatzer trevisio intravascular delivery system to close an atrial septal defect. The original asd hole was a maximum of 27mm, and the left atrial space was very small. The balloon measurement was 29mm. During device preparation, the device did not form a cobra head deformation. However, during device deployment inside the patient, the left atrial disc formed a cobra head deformation. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed from the patient and exchanged for another 30mm amplatzer septal occluder, which was successfully implanted without any issues. There were no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with regards to manufacture, design, or labeling.